Event description:
It was reported that the right atrial (ra) lead was capped and replaced on 17 may 2024 due to over-sensing noise causing pacing inhibition, increased threshold and increased pacing impedance. During a pre-procedure device check, the elevated threshold and impedance were noted. The lead noise had been seen for about a year post the initial implant. The patient was asymptomatic. The noise could not be reproduced via isometric arm movements or manual manipulation. There were no adverse health consequences, the patient was stable.